Event description:
Related manufacturer reference number: 2017865-2023-11005. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During positioning, the lp exhibited failure to capture at the initial location. Upon repositioning, the delivery catheter failed to transfer torque to the lp to un-fixate the device. The physician removed the lp with a retrieval catheter and replaced it during the procedure on (B)(6) 2023. It was noted that the tethers of the initial delivery catheter had broken off within the patient during the procedure on (B)(6) 2023. The physician removed the tethers on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of capturing problem was not confirmed. Visual inspection showed that the helix was stretched out of specification consistent with having occurred during procedure. The device was otherwise normal.